Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. No frozen screen or unexpected vibrator anomaly noted. The device was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No moisture damage inside the insulin pump.

Event description:
Customer reported a button error alarm. Customer also stated the display was frozen. The customer's blood glucose was 72 mg/dl. The customer stated she had been swimming in the ocean before the alarm occurred. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.